Event description:
A report was received that the patient's ipg would deplete quickly and that it would take longer to charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg would deplete quickly and that it would take longer to charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per patient's preference because the ipg was old. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.